Event description:
It was reported that an implantable neurostimulator (ins) was replaced due to "battery issues." It was stated that it was not clear what those "battery issues" were. It was noted that the the exact reason for the replacement was not known, but it was indicated that it "was near the end of the battery life." A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, product ID 37752, serial# (B)(4), implanted: 2009-(B)(6), product type recharger product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).

Event description:
The patient's physician reported the battery was removed due to "end of service" and because the patient experienced "right flank pain around the generator site." It was further noted the flank pain depended on the patient's "current positioning." It was also stated the cause of the battery depletion was "unknown." The patient was noted to have not required hospitalization for the event and had an outcome of "non-serious injury/illness." The device was reportedly reprogrammed by the manufacture representative on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)